Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); the lot number provided by the customer was incorrect. The feedback provided by the customer states that, "opened the needleless injection cap, injected saline to check for patency, and found that it was blocked, with high resistance." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, we prepared to perform an infusion port puncture on the patient, disassembled the needleless sealed infusion connector, and injected normal saline to check whether it was unobstructed. If it was not smooth and there was a lot of resistance, it could not be used.

Event description:
3. Please confirm when the issue was discovered? During pre-filling or during infusion? Answer: the issue was discovered when the nurse opened the packaging and connected the syringe. It occurred during pre-filling. 4. Please confirm what medication was being used at the time of the incident? Answer: normal saline. 5. Please confirm whether the medication was stored in the refrigerator? If so, was it returned to room temperature before use? Answer: it was not stored in the refrigerator. 6. Please confirm the brand and model of the connected product? Answer: lingyang syringe 8. Please confirm if the device has any visible defects, such as cracks, burrs, or kinks? Answer: the customer did not observe any. 9. Please confirm whether the connected product uses a lure slip sleeve or lure lock connection. Answer: lure lock connection. 10. Please confirm whether the flow path is completely or partially blocked. Answer: partially. 11. Please confirm whether there was any impact on the patient. Answer: no impact on the patient.

Manufacturer narrative:
Additional information in section b. Investigation result: a 2000e china product was not available for investigation; the lot number provided by the customer was incorrect. The feedback provided by the customer states that, "opened the needleless injection cap, injected saline to check for patency, and found that it was blocked, with high resistance." Further information from the customer has stated that partial occlusion was identified when the nurse opened the packaging and connected the syringe during pre-filling with normal saline, which was not stored in the refrigerator. Lingyang syringe was connected to the product using luer lock connection. Moreover, no visible defects or patient impact were observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.